Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Evaluation found a damaged connector.

Event description:
In this event it was reported that a propex pixi apex locator was giving incorrect measurements; no injuries resulted.